Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine check of the device. Upon interrogation, the right ventricular lead failed to sense. The failure to sense was due to micro dislodgement. The patient was asymptomatic. The right ventricular lead was capped on (B)(6) 2017. The patient was stable during and post procedure.